Event description:
Revision surgery - the patient had a revision surgery of a non-djo surgical total shoulder arthroplasty on (B)(6) 2013. The patient was revised to a reverse shoulder prosthesis (rsp) at the time, but was recently dislocating. The glenosphere and insert were removed and replaced with a more stable size 44 +8mm glenosphere and size 44 +8mm insert.